Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly after delivering a bolus. Customer¿s blood glucose (bg) level was not impacted. Customer stated bg levels are ¿excellent¿. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.